Event description:
It was reported that right ventricular (rv) lead showed high thresholds, high impedance and a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2004; vedr01, pacemaker, (B)(6) 2011. (B)(4).